Manufacturer narrative:
This report is for one (1) unknown longer screw. Part and lot number is unknown. Without valid part and lot number, the UDI is not available. Device remains implanted in the patient; as such explant date is not applicable. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that device was used in surgery for second metacarpal fracture performed on (B)(6) 2017. The surgeon applied a straight plate 2.0. When inserting a locking screw, he felt strong resistance. He continued drilling, then screw head was broken (two screws). He moved a plate position a little bit and he had to use screw in longer size. There was very strong stimulation to soft tissue due to the long screw. Although he finally managed to insert them when he drilled extra, the fixation is unstable. The surgeon had to drill extra, this means he had to drill deeper than usual. Due to surgery extension, the patient felt pain and it increased the risk of infection. Also, the surgeon is worried about strength of fixation because the surgeon drilled too much. Besides, the screws inside the body will be a bad influence on the patient. There is no information available about surgical outcome. There was a surgical prolongation of 60 minutes reported. Concomitant medical products: drill bit (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown longer screw. This is report 4 of 4 for (B)(4).